Manufacturer narrative:
A ge svc rep performed an onsite investigation. The camera was adjusted and the image intensifier was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9600 system had poor image quality. No pt injury was reported.